Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power loss. The customer's blood glucose level was 129 mg/dl at the time of the incident. The customer stated that they had to change the battery and it was after the old battery expired and now they were getting active insulin updating and could not get into auto mode. The device will not be returned for analysis.